Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient has intermittent noise following a vs on the rv channel. Rep asked for programming recommendations to avoid sensing until the lead gets revised. Changed the sensitivity to make it less sensitive and recommended extending out detection criteria. Device remains implanted.